Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aptus endoanchors were implanted to treat a proximal type I endoleak involving another manufacturers stent graft. Another manufacturer's stent was also implanted during the procedure. It was reported that post implantation of the aptus endoanchors imaging revealed that the proximal type I endoleak persisted. The physician elected to snorkel the renal arteries and implanted an aortic cuff up to the level of the superior mesenteric artery. The proximal type I endoleak persisted. The patient was referred to another physician that elected to explant the aptus endoanchors along with the stent grafts. The event was resolved. Per the physician, the cause of the event was related to the patient proximal neck anatomy. No additional clinical sequelae were reported and the patient is fine.